Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional proglide devices with reported issues mentioned are captured under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two proglide devices via the pre-close technique prior to an endovascular aneurysm repair (evar) procedure using a 18fr sheath. Reportedly, when the plunger was removed, no sutures were attached with the first proglide device. The foot of the second proglide device did not retract completely and the device was difficult to remove. Three proglides were ultimately successfully placed and the procedure was completed. Post procedure, an additional proglide was used with the successfully preplaced sutures to ultimately achieve complete hemostasis. A pseudoaneurysm occurred which was repaired three days later. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3: device not returned. E1: physician details added. Consultant was (B)(6).

Event description:
Subsequent to the initial report, the following clarification was received.it was reported that this was an arteriotomy closure of the right common femoral artery using proglide devices via the pre-close technique prior to an endovascular aneurysm repair (evar) procedure using a 18fr sheath. Reportedly, when the plunger was removed, no sutures were attached with the first proglide device. The foot of the second proglide device did not retract completely and the device was difficult to remove. An additional proglide device was placed and the procedure completed. Hemostasis of the large hole post procedure was not completely achieved with the proglide sutures and an additional proglide was placed. A pseudoaneurysm occurred three days later which was surgically repaired. Tissue damage may have occurred as a result of the second device being difficult to remove.